Event description:
It was reporting that toward the end of a da vinci si hysterectomy procedure arcing was observed coming from the tip of the monopolar curved scissors instrument with tip cover accessory installed. The surgical staff observed bowel harm at the superficial serosa to sigmoid area which was reinforced with suture. The procedure was successfully completed and no additional patient harm warm was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation a follow-up MDR will be submitted.